Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic choledocholithotomy procedure, at the first firing, the staple and the knife did not advance. The product was attempted to be attached several times, but could not be used. A new product was used to complete the procedure. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic coledocholithotomy procedure, at the first firing, the staple and knife did not advance. The product was attempted to be attached several times but could not be used. It was also reported that the surgeon was able to press the green button, but he was unable to squeeze the handle for it was stiff and could not be squeezed. A new product was used to complete the procedure. The event occurred during the procedure but the product was not used for patient. There was no patient injury.